Event description:
It was reported by the clinical support specialist (css) that the recorder was printing solid black across the entire strip. The pump was supporting the patient as expected with no other issues. The staff tried realigning the paper in the recorder and changed the paper with no change. As a result, the staff exchanged for a different pump. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the recorder was printing solid black across the entire strip. The pump was supporting the patient as expected with no other issues. The staff tried realigning the paper in the recorder and changed the paper with no change. As a result, the staff exchanged for a different pump. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "solid black across the entire strip" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.